Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the severely calcified and tortuous left anterior descending (lad) artery. The 3.0 x 15mm maverick 2 monorail catheter was advanced to the lesion and upon the first inflation at "approximately the rated burst pressure", the balloon ruptured; the duration of the inflation is unknown. The maverick balloon catheter was removed, intact, without difficulty from the patient. The procedure was successfully completed with an unspecified device. No patient injury or complications were reported. The patient's condition was reported as "no problem".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).